Event description:
It was reported that the t:slim x2 pump battery would not charge, and attempts to resolve the issue through standard troubleshooting steps were unsuccessful. There was no adverse impact to the customer¿s blood glucose level. The customer did not pursue further troubleshooting options and ended the call, leaving the issue unresolved, with no additional information received regarding the outcome of the event.